Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 8 years and 7 months post implant of this bioprosthetic valve, the patient presented with aortic regurgitation. As of this time, no medical or surgical intervention has been prescribed and the device remains implanted. No other adverse patient effects were reported. Additional information was received that 10 years and 3 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to severe regurgitation. No additional adverse patient effects were reported.